Event description:
Two cna's were transferring a resident from bed to a chair. One of the cna's was guiding the resident to the chair by holding the sling strap. The resident and the lift tipped over. The resident hit her head. She received staples and was hospitalized.